Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient was being shocked by their ins. The patient stated that the sensation was ¿not just jolting but felt like electrocution¿ and that it occurred for hours in their buttocks and down their leg. It was reported that the shocking stopped, but the patient was ¿still having trouble with [their] right leg.¿ the patient reported seeing a low ins battery icon after the shocking had occurred, but it went away. It was also reported that the ins began turning itself off after the shocking. The patient would turn on the ins and check it ten minutes later and it would be off. The patient did not recall any falls or traumas that might have affected the device, but did have to sit down on the concrete when the shocking occurred and hit their buttock (where the ins is located). It was noted that the patient had x-ray and dexa scans for shoulder/neck and lower back/hip issues that were unrelated to the implant.